Event description:
It was reported that balloon rupture occurred. The total stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During inflation, the balloon burst before it was inflated to nominal burst pressure (nbp). The device was removed carefully and slowly, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The total stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During inflation, the balloon burst before it was inflated to nominal burst pressure (nbp). The device was removed carefully and slowly, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.